Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec, white particles in the shell and crease fold. A microscopic analysis was performed which identified: no other observation. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iiii.

Event description:
Healthcare professional right side capsular contracture, baker grade iii. Device has been explanted and replaced.